Event description:
The customer reported that, during preparation for a routine gastric examination, the air/water supply was not smooth. The patient was not under anesthesia when the event occurred. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found in the air/water nozzle. There was crystallized glue solidified in the nozzle. In addition, the operation section was discolored white and angulation was insufficient due to the angle wires being stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information indicates the procedure was completed with the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) medical adhesive was injected via accessories during the case. 2) when pulling out the accessory, the accessory was handled incorrectly, and medical adhesive adhered to the tip. 3) the medical adhesive stuck with the air/water nozzle and remained. The event can be detected/prevented by following the instructions for use which state: 1) "when pulling out the accessory, be careful not to unfold the tip or pull it out in the unfolded state." 2) "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspect the air-feeding function and the objective lens cleaning function". 3) "do not withdraw the endotherapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.